Event description:
My breast implants caused many alignments. I was bedridden, autoimmune issues, food intolerances, headaches, joint pain, and numerous others. I explanted on (B)(6) 2019 and all symptoms have reversed except for the food intolerances and thyroid function. FDA safety report ID# (B)(4).